Event description:
On 10/27/1999 the account reported a hemoglobin of 8.2 g/dl on a pt from a nursing home and the pt was transferred to the hosp due to the result. According to the account, the sample was sent to a reference lab and a higher hemoglobin result was obtained. Actual reference lab value for hemoglobin was not reported to abbott. No report of injury.